Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 499 mg/dl (aviva (b)(3)) and 165 mg/dl (aviva (b)(3)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6).